Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 0, before which no notable events occurred. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared.